Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's active exhalation control module was replaced to address the issue. In addition of the above evaluation, air foam inlet filter and in-line filter were replaced due to the contamination, which was not related to the malfunction/issue.